Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced cannula issues with ten infusion sets. The cannulas were kinked. The event occurred on 23-aug-2024. Patient noticed symptoms within 3 or more hours after insertion. Patient also experienced bleeding/blood at site. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-27054- device 7 of 10